Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The sion blue guide wire was returned for evaluation. Coil pitch at approximately 8mm from the tip was found widened. Under the widened coils, fracture of the core was observed. The coil wire remained in one piece. The core underneath the coil wire was exposed for observation purposes. Proximal fracture end was located at the distal end of the inner coil wire. Both core wire and twist wire composing the core were fractured at the same location. The inner coils were disarranged due to accumulated torsion. Sem observation revealed that the core wire was twisted proximal to the fracture end. On the distal side, fracture of core wire and twist wire was located at approximately 7.5mm from the tip. The twist wire was severely twisted distal to the fracture end. As seen on the proximal side, sem observation found twisting of the core wire distal to the fracture end. Measurement of the core length supported that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that unidirectional rotations were applied on the guide wire during likely when the wire tip was being temporally trapped in the target lesion. When torsion generated with wire manipulation accumulated and exceeded the product design limit, it made the core to become twisted off. Tensile stress generated with wire removal likely stretched the coil wire. It was concluded that this event was not attributed to product quality.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device investigation could not be performed because the device was not returned. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Cause of the reported wire breakage could not be identified due to limited information. Referring to know similar events, it was presumed that wire manipulation was continuously performed most likely when the wire tip was being temporally trapped in the target lesion. When the stress generated with wire manipulation accumulated and exceeded the product's design limit, it made the core to break off. Tensile stress generated with wire removal likely elongated the coil wire. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire was used in a percutaneous coronary intervention to treat a moderately tortuous, non-calcific 90-99% occlusion in the left anterior descending artery. During angioplasty, the nicely previously pre-shaped sion blue had a broken core. The guide wire was exchanged without leaving any missing part inside the patient. No additional information was provided.